Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well images in question, which appeared visually negative. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected. The immucor laboratory also received and tested blood sample on (B)(6) 2016 from the customer site and was able to duplicate the customer's unexpectedly negative findings.

Event description:
On (B)(6) 2016, an immucor employee visiting a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on galileo echo instruments.